Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report hospitalization due to high blood glucose level. The customer stated that her infusion set and sensors fall off and had fallen off and was not wearing the insulin pump prior to being hospitalized. The customer's blood glucose level at the time of incident was 1,064 mg/dl. The customer's blood glucose level at the time of call was 241 mg/dl. The customer's symptoms included aching legs. The customer was treated with a syringe and insulin drip. Through troubleshooting it was found that the customer did not change her site every 2 to 3 days when changing her infusion set. No further details were given and the product was not returned for analysis.